Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03877 & 2134265-2018-03331. It was reported that the patient experienced pericarditis and a pleural effusion post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 30 mm watchman ® laa closure device & delivery system (wds) was advanced. The closure deployed too proximal so therefore needed to be recaptured. During the recapture, excessive force was needed to achieve a full recapture as approximately 1 cm of the device was unable to re-enter into the was. After roughly 30 seconds, the device did eventually recapture and was removed. There was no visual damage to the was and wds upon removal. The patient was assessed and there was no clinical impact. The was exchanged for an anterior curve was and a second 30mm closure device was deployed and released. There were no patient complications and the patient was fine. On (B)(6) 2018, the patient presented to their follow up visit with general malaise. The patient was then hospitalized and diagnosed with pericarditis, which may have been caused by the laa procedure. The pericarditis was treated with medication. The patient also experienced a pleural effusion which required a thoracentesis. The patient was discharged from the hospital and is currently in stable condition.